Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G4: PMA/510(k): k013227. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date updated. H6: evaluation codes. H10: additional narrative. One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Bone debris presented on the outside threads of the implant. Additionally, external threads are damaged most likely from retrieval process. Pre-existing patient condition noted on the per was 'none'. Tooth location is unknown due to the limited information provided by the customer. However, when the incident occurred, the implant had been placed for about 1 year 4 months. The reported event could not be recreated due to the nature of the dental device and event (fracture). X-ray or picture were not provided by customer. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 63661604. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63661604) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable trends or corrective actions for the reported device (tsvb11) and event (implant fracture). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Contact name unknown.

Event description:
The doctor reported that the implant fractured and was removed.